Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, peri-implantitis, infection, pain, swelling, abscess. Patient is smoker.